Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three months post implant of an implantable pulse generator (ipg) system, the patient experienced a pocket infection. Cultures were taken. Medication was administered. The ipg system was removed and replaced six days later. No further patient complications have been reported as a result of this event.